Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured because it got caught in calcium during the procedure. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The user is trained to the device. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no stent near the puncture site. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The vessel did not have stenosis 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no prior pta or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal, including no visible damage to the distal end of the sheath. Vessel tortuosity was noted to be little. A 6f non-cordis sheath was used. The procedure used a retrograde approach. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection showed both button 1 and button 2 in the not depressed position. The stopcock was found open, with a cordis mynx syringe detached from the unit. The sealant was present in a manufacturing position, fully covered by the sealant sleeves, with no abnormal conditions observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation evaluation could not be completed due to a leakage detected in the balloon during the inflation attempt. A high magnification evaluation was performed on the balloon surface. This analysis revealed a puncture on the balloon surface, identified as the cause of the leak observed during the functional evaluation. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the device received since the a puncture was noted on the balloon surface that caused leakage. The exact cause of the reported issue could not be determined but it is highly likely the calcification of the vessel led to balloon material damage that led to the rupture. As per the instructions for use (IFU), the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured because it got caught in calcium during the procedure. Therefore, the product wasn't available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The user is trained to the device. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no stent near the puncture site. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no prior pta or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal, including no visible damage to the distal end of the sheath. Vessel tortuosity was noted to be little. A 6f non-cordis sheath was used. The procedure used a retrograde approach. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.